Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed and replicated the customer reported complaint. The instrument was received with a blade exposed with one life remaining. The blade failed to retract during initialization causing the instrument to fail self check. Based on log review of remotefe and dsp logs, the instrument was found to have multiple homing failures during initialization, error code 22026. The instrument was placed on an in-house system and failed initialization. Failure analysis found the secondary failure of dislodged blade to be related to the customer reported complaint. The instrument was found to have dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage 0.101". No conductor wire damage or snake wrist damage was found. There was no bio debris found at the instrument tip. The knife slot measurement passed at 0.028". A review of remotefe log did not show any blade jammed failures. Failure analysis found the tertiary failure of bent knife cable to be related to the customer reported complaint. After manually retracting the blade, the instrument was placed on the in-house system and continued to fail initialization. The knife was manually driven out and the knife cable was found to be bent. The instrument likely failed initialization due to the dislodged blade and the bent knife cable. The instrument was also found to have a dislodged ceramic dot. The dislodged ceramic dot was not returned.

Event description:
It was reported that the vessel sealer extend instrument would not attach to the robot arm. All other instruments worked. A backup instrument of the same kind was used to complete the case. The customer did not know if the issue was identified prior or during the case. The procedure was completed with no reported injury.